Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that four years following a cataract extraction with intraocular lens (iol) implant procedure, the patient is complaining of low visual acuity. The physician has noted a different coloration (a stronger yellow, opaque) of the iol. The patient had uveitis two years ago. Additional information was requested.

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem.the manufacturer internal reference number is: (B)(4).